Event description:
It was reported that during a laparoscopic sigma procedure, the device delivered an incomplete staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.